Event description:
White and black fleck like debris entered the anterior chamber of the eye during eye surgery. Three products were used, and the surgeon was suspicions that these black flecks came from the combo pack. Reference reports#: mw5167563, mw5167564.